Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cardiosave intra-aortic balloon pump (iabp) damaged power cord. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed broken ground pin on plug. Replaced ac power reel (d012-00-1688-21). This corrected issue.device passed all safety and performance testing. Returned to customer. The failure analysis and testing department received the following part associated with this complaint: ac power reel. This part was received with a reported unit failure message of ground pin broken. Performed visual inspection of this part received and found the ground pin was broken on plug. The fat dept. Verified the failure message of ground pin broken. Retaining ac power reel in the fat dept. Per procedure.

Event description:
N/a.